Event description:
It was reported that the light source displayed an e207 error code and the emergency lamp indicator was blinking. The issue was found during maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d9, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reportable malfunctions were reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event was due to a defective emergency lamp olympus will continue to monitor field performance for this device.